Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin stuck in the white power lead connector of the system controller was confirmed via a customer submitted photo. The system controller (serial #: (B)(6) was not returned for analysis. A customer submitted photo showed a broken pin stuck inside of the white power cable connector. Multiple good faith efforts were sent to retrieve additional information regarding if product would be returning; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance (qa) specifications. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, a pin broke off and got stuck in one of the ports of the white cable of the system controller. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.